Event description:
Baxter affiliate reports a fiber rupture during pt use. No pt injury or medical intervention reported.

Event description:
Baxer affiliate reports a blood leak during pt treatment on a dry-pack dialyzer. Noted by a blood leak alarm and visible blood in the dialysate compartment. Confirmed with hemastix. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.